Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed the displacement test, sleep current test, active current test and self test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed charge/battery lasts less than expected due to moisture damage on the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump battery was goes through all time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.